Event description:
It was reported that during a prostate procedure, three side-firing fibers stopped working. The first fiber stopped working at 530,897 joules of use; the fiber was exchanged and the second fiber reportedly stopped working at 97,450 joules of use. The case was continued using a third fiber, which reportedly stopped working at 609,508 joules of use. The case was completed using a fourth fiber. There was no report of injury. This report is for the second fiber used.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus and devitrification was also observed. Both caps remain intact and attached. The identified issues may activate the fiber life function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward firing. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.